Event description:
It was reported to philips that the flexvision computer was frozen, which can impact imaging. The user had to perform multiple reboots to get the system working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, an interventional radiology procedure was performed when the issue happened. The procedure was completed as planned, as the issue did not impact the procedure. Field service engineer (fse) visited onsite and confirm that flex vision computer frozen. After reviewing log, it confirms the reported malfunction. Upon troubleshooting it found ts and flex vision pc not working. To resolve the problem, fse replace ts and flex vision pc then reboot system several times and return the part for further analysis, but no failure found. After replace ts and flex vision pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system as planned. The issue did not affect the procedure. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.